Event description:
It was reported that the patient received inappropriate atp and hv therapy for an svt. It was discussed that the svt detection criteria should adjusted by reprogramming. The device remains implanted

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.